Manufacturer narrative:
H3, h6: it was reported that, after a total hip replacement (thr) was performed on an unspecified date, the patient experienced pain in the hip because the polarcup 51mm porous cup was overstuffed/too big and caused impingement of the soft tissues. This adverse event was solved via revision surgery, on (B)(6) 2023, where the polarcup 51mm porous cup was explanted and replaced with a competitor device. Current health status of patient is unknown. The complaint sample was not returned for investigation, therefore no visual evaluation could be conducted. Due to missing batch number, the production documentation could not be reviewed. Due to insufficient information it is not possible to perform a review of past corrective actions. A review of the risk management documentation has been conducted. The occurence and severity are in line with the corresponding risk file. A review of the device labeling revealed that the current IFU (lit. No. 12.23, ed. 03/21) states "pain" as a ¿potential adverse device effect¿ in combination with the implantation of a hip prosthesis. No medical investigation could be performed as no relevant clinical information were provided. The patient impact beyond the reported revision cannot be determined with the information provided. Based on the available information and the performed investigation, the complaint cannot be confirmed. It is not possible to investigate whether the reported device met manufacturing specifications upon release for distribution. A relationship between the reported event and the device cannot be confirmed. Due to insufficient information, it is not possible to speculate about factors which could have contributed to the reported event. Should the device or additional information be received, the complaint will be reopened. Smith and nephew will continue to monitor this device for similar issues. This investigation is considered closed.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, after a thr was performed, the patient experienced pain in the hip because the polarcup 51mm porous cup was overstuffed/too big and caused impingement of the soft tissues. This adverse event was solved via revision surgery, on (B)(6) 2023, where the polarcup 51mm porous cup was explanted and replaced with a competitor device. Current health status of patient is unknown.